Event description:
It is reported that the surgeon was unable to attach a cap to the nail. The surgeon decided to finish the surgery without it.

Manufacturer narrative:
This report will be amended when our investigation is complete.